Manufacturer narrative:
The customer reported that their central nurse's station (cns) shut down and will not boot back up. No patient harm was reported. Attempt #1 04/02/2021 emailed customer via microsoft outlook for all items under the no information section. An "unknown" answer was received.

Event description:
The customer reported that their central nurse's station (cns) shut down and will not boot back up.